Event description:
It was reported, the patient has experienced constant pocket heating for the past month unrelated to recharging. As a result, the ipg site is painful and sensitive to touch. There are no reported issues with stimulation or communication. The patient was advised to contact the physician for further evaluation. Follow-up identified troubleshooting and charging education was reviewed with the patient. The issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.